Manufacturer narrative:
Date sent to the FDA: 03/16/2020. Additional information: a2, d1, d2, d2b, d4, g5, h4. Corrected information: d6, g1. Corrected b5 narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2018 and a mesh was implanted. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2018 and an unknown mesh was implanted and that the patient has had to undergo several surgeries. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.